Manufacturer narrative:
There is no new information that would change the outcome of the investigation. Depuy still considers the investigation closed.

Manufacturer narrative:
No further information was available due to the request to see the medical records being refused by the complainants solicitor. An attached letter from the patients solicitor claimed this to be a depuy metal on metal claim. However the product code for the liner used, 121832252 identify this as a plastic liner, making the joint interface a plastic on metal interface. There was no other fault identified. The complaint was found to be unjustified root cause no product problem identified. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Report of formal claim received from (B)(6) regarding right side pinnacle hip implants. No confirmation of revision, or reason for possible revision, received.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.